Manufacturer narrative:
The exchanged part has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that the panel holder is about to break and is extremely loose. The panel holder holds the user interface onto the ventilator system. There was no pt involvement. (B)(4).